Manufacturer narrative:
(B)(4). There was no patient involved, injury or medical intervention related to the reported condition.

Event description:
The facility reported a flogard infusion pump that presented a battery low. It is unknown if this occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a battery low alarm was confirmed. Quality engineering determined that the cause was due to defective main batteries, which were replaced onsite at the facility by a baxter field service to resolve the issue.